Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while cutting the vein, the hemopro device heated up. The harvester stopped activating the device but it did not stop heating. The device was pulled out and staff observed the jaws melted. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. The hospital did not report any patient complications.